Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the ER with flank pain and bruising. The patient was admitted to the hospital (not a vad implanting or shared care center). The patient's inr was 10 and a CT scan revealed large internal bleeding. No alarms were reported. The patient subsequently expired. The origin of the abdominal bleeding was not provided. It was reported that an autopsy was not performed and further details are not available.

Manufacturer narrative:
Approximate age of device - 3 years and 6 months. It was reported that the pump was not explanted as an autopsy was not performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported patient expiration due to internal bleeding could not be determined. The pump was not explanted and not returned to the manufacturer for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.